Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer delivered a correction bolus and took manual injections. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer stated that the pump settings may not be correct and that they had modified the pump basal rates the previous day. A recommendation was made for the customer to consult with the healthcare provider before changing pump settings. At the time of the call, the customer's bg level was 118 mg/dl and reported to be under control.